Event description:
Ous MDR. After an implantation time of two months, the ICD indicated the device status eri via home monitoring. The ICD was explanted.

Manufacturer narrative:
Ous MDR. The ICD first underwent a status interrogation, which confirmed the battery status eri. In view of the implantation time of two months and the number of 5 charging processes, this battery status does not meet expectations. The ICD's capability to provide therapy was checked. The antibradycardia output signal was normal and matched the programmed values. A fibrillation signal was applied, and the device detected the applied signal as expected. The following shock delivery with maximum energy was automatically shorted after a charge time of 2.8 seconds. This indicated a depleted battery. The device was then opened. The battery proved to be discharged but not defective. The current uptake of the electronic module was checked, and an excessive current uptake was determined. Next, the components of the electronic module were inspected. A defective ceramic capacitor was found, which led to increase current uptake and thus to the clinical complaint. The ceramic capacitor was separated from the electronic module and the current uptake then met the specification. There were no other causes for the increased current uptake, other than the defect capacitor. In summary, the premature battery depletion was caused by a defective ceramic capacitor of the electronic module.